Event description:
It was reported that the biotronik rv lead exhibited noise in the form of short v-v intervals. An alarm had sounded. A possible fracture was suspected. Reprogramming was done. A lead revision was suggested but not scheduled. The rv lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).